Event description:
It was reported that a cage broke while impacting the first anchoring plate. The surgery was completed with another implant. There was no impact to the patient reported.

Manufacturer narrative:
The returned cage was evaluated. Visual inspection found that part of the anterior portion of the device has fractured off. A review of the DHR did not find any issues which would have contributed to this event. As the damage occurred during insertion of the anchoring plate, it is possible that the cage was misaligned within the disc space such that during impaction of the anchoring plate, an unexpected off-axis force was placed on the cage resulting in it's fracture; however, the initial positioning of the cage is unknown. As such, a cause cannot be conclusively determined.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Attempts to obtain additional information have been made and no answer has been provided yet. The review of traceability shows no evidence on a device issue that may have an impact on this case. Product was not returned yet, no evaluation could be performed. Investigation still in progress. Not returned to manufacturer yet.

Event description:
Roi-c: broken cage during impaction of the anchoring plate. Breakage of the implant during impaction of the anchor. No impact for patient. No delay. According to the reporter surgical technique was followed. Additional information was requested. Investigation ongoing.